Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02219.

Event description:
During preparation for a medical procedure, the hospital staff found that two penumbra system jet 7 reperfusion catheters (jet7) were kinked upon removal from the penumbra system jet7 kits (kits) packaging. The damages to the jet7s were found prior to use. Therefore, the jet7s were not used in the procedure. The procedure was completed using another kit.